Event description:
A 28 mm x 16 mm x 16.5 cm diameter aneurx bifurcated stent graft with xpedient delivery system was inserted into a patient for the endovascular repair of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown and the patient's iliac arteries were reported to be small, non-tortuous and with little calcification. It was reported that the physician accessed the iliac artery perctaneously and a sheath was not used. The iliac artery was diliated with 16f and 20f dilators. It was reported that while advancing the delivery system the graft cover kinked in two places. Wire placement was lost, the delivery system was removed from the patient, and a 22f dilator was used to dilate the patient's iliac artery. It was reported that another aneurx stent graft of the same size was successfully implanted to complete the case. No sequelae was reported and the patient is reported to be fine. Medtronic has received the device and its evaluation has been completed. The device was returned with stent graft loaded. The graft cover has one kink and an area of buckling. The stent graft was successfully deployed in the lab. With the information available and the investigation performed, the patient's vessels and insertion of the device without a sheath may have caused the delivery system to kink.